Event description:
Nurse began patient's magnesium infusion and programmed pump to infuse 50ml for one hour, showing a rate of 50ml/hr. Nurse double checked pump and line prior to walking away. Approximately 2 minutes later the patient called the nurse over and stated, "I believe this is running too fast. I'm also very warm." Nurse immediately stopped the pump and pump showed a rate of 333ml/hr. Patient was flushed. Nurse opened saline wide and let that infuse. Nurse monitored patient for a few minutes and patient stated, "I feel fine now. I'm not hot and don't feel any different than my norm now." Nurse removed pump from floor. New pump was used to infuse saline, then magnesium restarted at rate of 50ml/hr. Nurse continued to monitor patient and pump with no further issues.